Manufacturer narrative:
Product event summary: the data files contained an image of showed two pulsed field ablation catheter spiral array, one presented a normal spiral array shape while the other one had inverted spiral array with a kinked guide wire lumen. In conclusion, the reported inverted catheter array was confirmed via data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array inverted and became knotted after normal preparation and insertion into the left atrium. The catheter array appeared abnormally shaped on fluoroscopic imaging immediately upon deployment. There was difficulty removing the catheter as it repeatedly became stuck in the sheath, and force was required to remove it. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d4 ¿unique identifier (UDI) # product event summary: the pscc100 catheter with lot number 0012840702 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. Further inspection and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array, the distal arm pebax tube was observed to be pinched, an exposed electrode wire was observed, and the proximal arm pebax tube was observed to be torn. In conclusion, the reported arr ay inversion, knot, and damage were not confirmed during testing. The catheter failed the returned product inspection due to a pinched distal arm pebax tube, a torn proximal arm pebax tube, and an exposed electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.